Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of optium xceed meter is 4 years. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a customer did not receive their replacement adc meter due to an initial reported issue of the meter turning on by button but not by test strips. As a result of the customer not having his replacement meter to monitor his blood glucose, he experienced dizziness and was provided ¿dianden 850 ml¿ by an hcp for treatment. No further information was provided. There was no report of death or permanent injury.